Event description:
The pt presented with endophthalmitis postoperative. The pt rec'd an intravitreal antibiotic injection and a vitrectomy was performed. The lens remains implanted in the pt's eye. It is unk if the endophthalmitis is product related.